Event description:
It was reported by the rep that the (5) al326 were left on a desk and were used on an unknown procedure. The physician's assistant reported that the clips were not working well. There was no consequence to the pt and no further info is available.